Event description:
Attorney report of pt's alleged severe pain and required exploratory surgery due to defective plug. Operative report from 2007 states that post op diagnosis as "recurrent right inguinal hernia and left inguinal hernia". Procedure details describe laparoscopic repair of bilateral inguinal hernia. No mention of previous placed mesh was included in the operative report.

Manufacturer narrative:
Operative reports and medical records supplied to date do not include any defect with the plug mesh. Medical records provided indicate that post implant of the plug, then in 2007, pt underwent laparoscopic repair of recurrent right inguinal hernia and left inguinal hernia. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. While recurrence is a known adverse event that is listed in the IFU, no conclusion can be drawn at this time. We will submit a follow up report when/if possible is returned for evaluation or additional info becomes available.